Event description:
In '08, this pt was implanted with gore excluder aaa endoprostheses to treat a saccular mycotic abdominal aortic aneurysm. At approximately 20 days later, the pt presented at the hosp with pain in her leg (side unk). Cta revealed occlusion of the right interior and right exterior iliac arteries. In the next day, a reintervention occurred where a femoral-femoral bypass was performed. The pt tolerated the procedure and is reported to be stable with no further complications at this time. Films were sent to gore and are being evaluated.

Manufacturer narrative:
A review of the mfg paperwork had been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.